Event description:
A pt was undergoing a procedure to an rca with greater than 50% lesion (no calcification or tortuosity info was available). The site was not predilated. The 2.75x33mm cypher stent did not cross the target lesion. A 2.5x15mm voyager balloon was inflated to 8atm for 45 seconds after the direct stenting attempt, but the cypher did not cross the lesion. Upon this second withdrawal, the stent was noted to have dislodged off the balloon. It was retrieved with a snare and 3 taxus stents were implanted at the site.